Manufacturer narrative:
The reported event was inconclusive due to the poor sample. A latex foley was returned attached to a drainage bag. The catheter was returned cut at the shaft (gross visual evaluation). A 10 cc leur lock syringe was used to check for issues in the inflation funnel and the returned portion of the inflation lumen. The water flowed through the funnel and lumen with no issues (functional evaluation). However, the reported cannot be unconfirmed as the entire sample was not returned. A potential root cause could be due to a kinked lumen. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The catheter subassembly received is sold in the following end items 930116, 933016, 992116, 0165si16, 300316a, 303316a, 903316a, 320416a, 333416a, a300316a, a303316a, a320416a, a333416a, a300316ac, and sa7601293. As only a manufacturing lot number the end item this subassembly is located in cannot be determined. There are various amount of ifus associated with these ends items a labeling review cannot be completed.

Event description:
It was reported that the foley would not deflate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley would not deflate.